Manufacturer narrative:
The complaint was escalated for a technical investigation, and the results indicate that the watchdog detected the servicehost error and tried to restart the service which resulted in the watchdog waiting a command execution. This issue is fixed in fco86202073a. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a software defect. The issue was resolved by providing workaround information to the customer. The software update, fco86202073a, will be made available to the customer.

Event description:
Philips received a complaint on the patient information center ix indicating that the system was unresponsive. The keyboard, mouse and alarms did not work. The device was in clinical use at the time of the event. No adverse event was reported.